Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the radio-frequency (rf) head of the programmer was placed over the patient's device, the programmer was powered up, and an error code appeared. The error cleared after power cycling the programmer and the programmer session continued. The programmer remains in use. No patient complications have been reported as a result of this event.